Manufacturer narrative:
Philips healthcare received the damaged part in house on the day of this report. An investigation will be conducted and an update report will be submitted. (B) (4). (B) (4).

Event description:
The power cord on the power distribution unit in the host rack was charred. The root cause for this incident is still being determined. There was no injury associated with this product problem.